Event description:
The hcp (nurse) reported the pt was experiencing withdrawal symptoms. The pump was reported to be underinfusing with the estimated reservoir volume of 3.2ml and the actual reservoir volume of 18ml. A follow up report will be sent if additional info is received.